Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was a connector pin observation. The analyst noted the connector pin did not have setscrew marks. It appeared the setscrew may not have been tightened or the connector pin was not fully inserted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and no capture at maximum output. The lead was explanted and replaced. No patient complications have been reported as a result of this event.